Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and replaced. The igbt assembly was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an 'overvoltage error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.